Manufacturer narrative:
Investigation including root because analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that two patients experienced eye infection after surgery. Additional information has been requested but not received to date.